Event description:
A us distributor contacted zoll to report that battery pack sn (B)(4) will not power up a monitor.

Manufacturer narrative:
Device eval summary: device eval of battery sn (B)(4) is underway. The reported problem (battery does not power up monitor) was confirmed. As received, the battery was unable to charge or power on a monitor. The battery was sent to the supplier for root cause investigation. A supplemental report will be submitted upon completion of investigation. No adverse event resulted from the defective battery pack.